Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. Customers expected range is 105-115mg/dl. Verified the strips expire 03/24/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 108mg/dl and 141mg/dl fasting. Reviewed meter memory: 1:140mg/dl (B)(6) 2015 11:36:00 pm fasting:yes, 2:lo (B)(6) 2015 11:35:00 pm fasting:yes, 3:167mg/dl (B)(6) 2015 09:34:00 pm fasting:no, 4:169mg/dl (B)(6) 2015 12:25:00 pm fasting:no, 5:232mg/dl (B)(6) 2015 10:56:00 pm fasting:no. Customer is concerned with lo, 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. Customers expected range is 105-115mg/dl. Verified the strips expire 03/24/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 108mg/dl and (B)(6). No adverse event reported.